Event description:
The pt stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber and a full cartridge of insulin spilled into the cartridge compartment. During troubleshooting, the pt stated she dried the compartment with a paper towel and cotton swab. Proper insertion and removal of the insulin cartridge from the chamber was reviewed with the pt. The pt was advised to switch to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.